Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tissue was too thick. It caused the poor staple formation and blood loss.